Event description:
The manufacturer received information alleging a service required alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault and soft power fail, error codes were observed in the device's error log. The third-party service technician further evaluated and determined the detachable battery had caused the service required alarm to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reported issue. One of the in-line proximal filters was replaced for contamination unrelated to the reportable issue. The device passed all final testing.